Manufacturer narrative:
Date of event is estimated. The unique device identifier is unknown because the serial number was not provided.

Event description:
Related manufacturer reference number: 1627487-2022-05126. Related manufacturer reference number: 1627487-2022-05127. It was reported that the patient experienced ineffective therapy due to high impedances on their l4 lead. At the start of the procedure, it was noted that the l5 and s1 leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.